Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-02383 for product code d139505 (qdot micro¿ catheter). (2) MFR # 2029046-2023-02382 for product code d138402 (ngen rf generator, us configuration).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using a qdot micro¿ catheter and an ngen rf generator, us configuration and about a week after the procedure, the patient experienced esophageal fistula that required surgical intervention. The patient returned to the hospital not feeling well about a week later. The patient has the procedure on (B)(6) 2023 and returned a week later on (B)(6) 2023. The fistula started to form after the procedure but was diagnosed with a problem until returning to the hospital a week later. Patient had a "scan completed" to confirm fistula (unknown what type of scan). The physician's opinion on the cause of the adverse event is that it was procedure related as they are newer to using qdot so the doctor is not sure if this played a role or not. Also patient condition because the esophagus was very close to the posterior wall and continued to heat up after the case. Patient has an esophageal temperature probe in and used an esophastar. The carto system did not indicate to re-zero the catheter. During the ablation on the posterior wall the temperature in the esophagus did go up some, "it was noted to rise during the case". Patient has improved and recovered. Patient required extended hospitalization.